Manufacturer narrative:
On (B)(6) 2024, the he4 result was 98.37 pmol/l after a manual dilution of 1:20 using diluent universal. The customer used an incorrect dilution solution for the he4 assay. The customer was advised to use diluent multiassay as the product labeling states: "samples with he4 concentrations above the measuring range can be diluted with diluent multiassay." On 19-jul-2024 the sample was requested but it was not available for investigation. Calibration and qc data were requested but were not provided. The investigation did not identify a product problem. The cea, cyfra 21-1, and he4 reagents perform within the specified ranges. The cause of the event could not be determined.

Event description:
We received an allegation about questionable results not matching the patient's clinical picture for 1 patient serum sample tested with elecsys cea assay, elecsys cyfra 21-1 assay, and elecsys he4 assay on a cobas 8000 cobas e602 module when compared to a non-roche analyzer. This medwatch will apply to the cea assay. Please refer to the medwatch with a1. Patient identifier pt (B)(6) for information related to the cyfra 21-1 assay. Please refer to the medwatch with a1. Patient identifier pt (B)(6) for information related to the he4 assay. The sample was initially tested on the e602 analyzer and repeated on a non-roche analyzer on (B)(6) 2024. Two test results were consistent. Cea: initial result: 13.62 ng/ml. Repeat result: 13.37 ng/ml. Cyfra 21-1: initial result: 54.37 ng/ml. Repeat result: 55.767 ng/ml. He4: initial result: 1500 pmol/l (accompanied by a data flag). Result after dilution: 1967.4 pmol/l. Repeat result: 1500 pmol/l (accompanied by a data flag). Result after dilution: 4151.754 pmol/l. The above patient test results were considered higher than the normal reference range. The customer suspected an interference.

Manufacturer narrative:
The cyfra 21-1 reagent lot number was 711310 with an expiration date of 30-nov-2024. The he4 reagent lot number was 738510 with an expiration date of 31-mar-2025. The cobas 8000 core unit serial number was (B)(6) . The alarm trace showed multiple abnormal sample aspiration alarms and abnormal sample probe movement alarms on the day of the event. The investigation is ongoing.